Event description:
The customer reported there was a pinhole on the switch button #1 (sw1) of the subject device. The reported issue occurred while reprocessing the subject device. There was no patient involvement. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the surface of the acoustic lens was damaged, which resulted in a gap between the acoustic lens and the ultrasound probe. This report is being submitted for the malfunction found during evaluation of the device (gap in acoustic lens).

Manufacturer narrative:
During inspection and testing, the reported issue (pinhole on sw1) was confirmed. It was observed there was a leakage due to a dent/perforation on the sw1. In addition to gap in acoustic lens, service found the up/down knob could not be locked securely due to wear of the lock engagement lever, the control unit was discolored, the scope cover was discolored, the paint on the air/water cylinder was peeled, the paint on the suction cylinder was peeled, the insulation resistance value at the distal end was out of specification due to a pinhole on the bending section cover, the acoustic lens was damaged, the distal end was dented, the objective lens was scratched, and the protector of the universal cord on the control section side was damaged. There was play in the up/down knob, and the right/left knob due to wear of the angulation wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks." Olympus will continue to monitor field performance for this device.